Event description:
It was reported that the pt expired due to unknown reasons. Date of death is unknown. Aware date is used as incident date. No letter required.

Manufacturer narrative:
Device not returned.